Manufacturer narrative:
The intended use of the neurocap device is to protect a peripheral nerve end and separate the nerve from the surrounding environment to reduce the development of a symptomatic neuroma. This means there is still a chance to develop a recurrent neuroma.

Event description:
The patient had a right saphenous neurectomy with 3 neurocaps inserted at his initial surgery on (B)(6) 2018. He developed the recurrence of a neuroma which required a second operation to excise the neuroma.